Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. Additionally, it was reported that the pump intermittently did not enunciate alerts as intended. There was no adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.